Manufacturer narrative:
It was reported the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is filed on march 18, 2019.

Event description:
Per the clinic, it was reported that the patient experienced a loss of connection to the internal device; however the issue could not be resolved. The implanted device remains.